Event description:
It was noted that the patient was unhappy with the implantable cardioverter defibrillator (ICD) and wanted it to be replaced. No changes or intervention were reported. The patient condition was unknown.